Event description:
Bear down brands (bdb) was notified by walgreens via email on 06/11/2026. This was the description of the incident provided: the customer contacted walgreens on what appears to be (B)(6) 26 via phone call: "I purchased a heating pad and I got burnt from it I can send pictures of my burns" note: when bear down customer service asked customer when they first noticed the issue, customer answer was (B)(6). This contradicts the date/time provided to us by walgreens. Wagreens emailed bear down brands on 6/11/2026 the following information alerting bdb to the complaint. Customer's reason for contact: issue type: concern. Secondary issue: product safety. Reason: flammable. Customer comments: updated: thu may 21 13:27:06 gmt 2026. Text type: consumer. Comment: I purchased a heating pad and I got burnt from it I can send pictures of my burns pc:phone consumer information: (B)(6). Product upc: 31191720679 wic: 853601.

Manufacturer narrative:
Bdb warehouse performed initial funcitonal investigation. Warehouse received unit and took photographs. The unit was received and inspected, and signs of light wear along with a few residual hairs were observed during visual inspection. Functionality testing was successfully completed, and no underlying issues were found. The unit operated as intended, with heating levels measuring within the acceptable range and no evidence of overheating observed during testing, contrary to the issue initially reported. Unit was returned to manufacturer. Manufacturer completed investigation: performed function testing and all heating levels were within specification. Performed ul130 full coverage and half coverage testing and product complied with standards requirements. No issue found with function of heating pad. Customer may have lied on the pad or other similar contact or may have sensitive skin. The location of the burn suggests that customer may have been sitting on it instead of lying on their stomach with pad on top of area. Safety pad warnings I manual and on product (power cord tag) caution to frequently check skin and that burns can occur. User manual warnings, #6. Burns can occur regardless of control setting. Check skin under product frequently. Power cord tag warnings #5. Burns can occur regardless of control setting. #9 do not sit on or crush pad